Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The feb 2008 15-month ultraflex esophageal stent prod family complaint trend report, inclusive of all failure modes, has been reviewed; no unfavorable trend was noted.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to associated MFR report 3005099803-2008-00338 for event details.